Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for coagulase-negative staphylococci (1cfu/100ml). The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Hmi (hygiene microbiological investigation) after a microbiological routine control on this medical device, which was carried out as required by french regulation, the user detected an unexpected contamination. The user then left the medical device to the french olympus subsidiary for further investigation. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.